Event description:
Healthcare professional reported left side 'defective implant' and 'implant had a hair/fuzz on it while still sealed'. Device was not implanted.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: foreign material on implant: observed a fiber inside package out of specification per qa199.12 code ft. Further investigation the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory by photos was observed a fiber inside package. This is event is not categorized as workmanship, but this investigation was opened to further analyze, as the event was confirmed. A review of the current risk documents pfmea-bi pkg and lblg rev 13.0 was performed, and the event of particulate matter on the product or in the thermoform is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with fiber inside package will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported left side 'defective implant' and 'implant had a hair/fuzz on it while still sealed'. Device was not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: hair/fiber on implant.